Event description:
When nurse opened outer package, inner package opened simultaneously with outer package. Dr. Thought sterilization of the product was no problem then dr. Used it. However dr. Complained that this was meaningless double package.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
When nurse opened outer package, inner package opened simultaneously with outer package. Dr. Thought sterilization of the product was no problem then dr. Used it. However dr. Complained that this was meaningless double package.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.